Event description:
Unomedical reference number (B)(4). Event occurred in colombia it was reported on (B)(6) 2024, infusion set cannula was bent. The location is mentioned as lower back and also, customer was positioned upright when infusion set was inserted. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.